Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets cannula kinked events on (B)(6) 2024. Event ist occurred after 3 or more hours of insertion and event 2nd occurred within 3 hours of insertion. The insertion site was at abdomen. Infusion sets were used for less than 5 hours. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.